Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported an intermittent 24-hour recharge required error message. This error disables x-ray until the batteries are sufficient charged to allow normal operation. There is no report of injury or death associated with this event.